Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, seven xience prime stents (three 3.0x38mm stents, one 3.0x33mm stent, one 2.5x38mm stent, and two 2.5x33mm stents) were implanted to treat the occluded left posterior tibial artery (pta). On (B)(6) 2024 the patient was admitted with increasing pain and worsening of a pre-existing wound (ischemic diabetic foot ulcers). Ultrasound on (B)(6) 2024 found complete occlusion in the pta. Revascularization was performed on (B)(6) 2024. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 and d10 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of obstruction/ occlusion with pain is listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures.a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.